Manufacturer narrative:
B3: unknown. E1: (B)(6).device evaluation: one device was received. A visual inspection found a damaged dso sensor and scratched lens. During the functional testing, the customer reported issue was able to be duplicated. The cause of the issue was the scratched lens. The lens was replaced as well as the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the screen was damaged. There was unknown patient involvement and unknown patient harm/adverse event reported.